Event description:
On july 18, 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) mailed a letter to the reporter on july 25, 2006, since she could not be reached by telephone on two separate days. The mas also listened to the call taken between the patient and the reporter. The reporter claimed that the reported meter had been giving low reading for the past 4 months. In 2006, the patient obtained the following readings: "94 mg/dl (12:47 pm), 86 mg/dl (12:58 pm), and 68 mg/dl (5:31 pm). The reporter stated that "within minutes" of each test, the patient was also tested on an accuchek meter. The reporter indicated that each result obtained on the accuchek meter was in the "300's" mg/dl. At the time of concern, the pt had symptoms of "fatigue, nausea, and weakness." However, it is not known exactly what date/time the symptoms developed. About 3 days prior, the patient visited his doctor due to the meter's low results. The patient reported blood glucose results of "85 or 86 mg/dl" with his lifescan meter and "357 mg/dl" on a laboratory device. It is not known exactly what the time difference is between the two readings. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The pt's dr made unspecified changes to his oral med regimen for diabetes. It would have been helpful to know the following information: when did the symptoms develop, what is the patient's medication regimen, and did the patient follow the regimen during the time of concern. In addition, it would have been helpful to know if the patient attempted to treat the symptoms, what actions the patient took after getting relatively low readings, and what the time difference was between the meter versus lab comparison. This complaint is being reported due to the following conclusions: the patient obtained results less than "100 mg/dl" on his meter but got readings in the "300's" mg/dl on another meter and in the lab while having symptoms. The reported meter did not meet lifescan's criteria for meter-to-other meter or meter-to-lab accuracy testing.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.